Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for failed back surgery syndrome. It was reported their device had not been working for them. They stated their doctor had been informed it was not working but had not turned off the device so the patient decided to not use the device further. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported their device worked fine, they just did not like what they had to do to operate it. It was also reported that it never got rid of their pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that they never said the device wasn¿t working.